Event description:
Additional information was received from the patient. They reported that the problem with the mild sticking pains at the site of the battery (at their buttock) had stopped since changing the channel. The patient stated no cause was really found. The patient stated since this had happened before, they would wait to see if it recurred and would inform the manufacturer at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel disfunction. It was reported that since last night they had been feeling as if there were contractions at their implant/battery. The patient reported they get a little twitch and very minimal pain right there at the battery and it felt as if it was contracting and letting go. The patient clarified it goes away and comes again and stated this was occurring at the implant site. The patient stated this was like a reverse thing happening and stated instead of the contracting down below they were feeling it at the implant. When the agent asked for the event date, the patient stated it started once or twice before but was not lasting as long as this. The patient stated this started maybe late last night and had ben going on today. They stated they usually didn't feel stimulation and reported they thought they increased stimulation last on saturday because they were having some soiling. The patient stated when they increased the stimulation they felt contractions in their pelvis but stated they didn't normally feel stimulation. The patient stated they felt stimulation when they increased stim and they guess a little after, but they didn't normally feel contractions in battery area with a little tinge of pain like they were feeling now and stated this was new. They denied any recent trauma to implant site or falls. Reviewed stimulation overview. The agent reviewed therapy overview and walked the patient through how to change programs. The patient initially reported getting device not responding when trying to connect with implant. They confirmed successfully connected with implant on call and stated therapy was on. They changed programs and when they changed programs, the patient reported feeling the same sensation as noted above at implant. They confirmed therapy was turned off when they changed programs, but reported with the therapy off they were still feeling a "twinge" at implant site. The patient stated this went away and came back. They confirmed this was occurring with the therapy off. They stated maybe this was a nerve it was on that was causing a twinge. The patient also reported they were finding it difficult to find their implant when feeling for their implant. The patient stated it seemed like they could feel their implant much better before and reported their implant may have shifted. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.